Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation, with no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4).. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed on the device and passed. The device passed all electrical testing. Temperature confirmation testing was performed, and the temperature was verified to be within specification. A volumetric accuracy test was performed and the device failed. The device passed the volumetric accuracy testing after a lab article piston foam was installed. Inspection revealed deteriorated piston foam and a cracked door piston. A review of the event history log of the device found nothing related to the reported issue. The cause of the failure was determined to be deteriorated piston foam and a cracked door piston. The piston foam and door piston were to be scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.